Event description:
Pt was involved in an automobile accident in 1999. Pt was paralyzed and in a coma and not expected to come out of it. However pt did, recovered, and went back to school. Pt was conscious and active but had a tracheotomy in neck. Beginning in october 2000, pt required ventilation in the evenings to sleep. Every night, parents hooked up the machine. A nurse regularly came out to check on the machine. In early april, a nurse had checked the machine and found that something was wrong. Since pt had been on the machine since october and slept 8-10 hrs a night, the machine had a problem recording the number of hrs used. If the ventilator stopped, it was supposed to set off an alarm. Pt also had a pulse ox on finger which had an alarm, but which was much quieter and would only sound after the ventilator sounded. Parents heard the pulse ox alarm and found the reading to be 0. The ventilator was still connected but there was no oxygen. They called the e.r. And began CPR. After the ventilator was disconnected, the alarm finally sounded. The machine's failure is believed to be the cause of the death. The machine is currently sealed in bubble wrap and locked in the rptr's office. Provider wanted the machine back, but the rptr refused because they want the machine tested before it's altered or destroyed.